Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure and motor error. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Troubleshooting also found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to cracked endcap. The motor was tested outside of the device and passed. Unable to confirm prime alarm due to motor error alarm. The insulin pump passed displacement test, self- test and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and severely scratched display window noted. The drive support cap was inspected and no anomaly was noted.